Manufacturer narrative:
Complaint has been evaluated and is similar to report number; 343-13-704, s808 - infe s800 - revision surgeryction, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - patient presented for patella resurfacing and poly exchange. Unknown reason.